Manufacturer narrative:
A ge service representative performed an onsite investigation. The motherboard bios was evaluated and reloaded. The cmos coin battery was also replaced proactively as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the workstation portion of the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.